Manufacturer narrative:
The physician reported the initial analysis is closer to the results of the catheterization and no further action has been taken. Heartflow was able to confirm with the ordering physician that the reanalysis did not result in consequences or impact to the patient.

Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a potential false negative and will be informing the ordering physician. Hfid # (B)(4): the investigation identified a potential false negative in the lcx region; after the initial analysis was delivered, a second analysis during a quality review resulted in a decrease in the distal ffrct value from 0.94 to less than 0.66 on the lcx. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient.

Event description:
Heartflow identified a potential false negative result.